Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 560 mg/dl and was receiving a no delivery alarm. Troubleshooting was performed on no delivery issue. Customer stated that she had a high blood glucose and when she delivered a bolus, she got a no delivery alarm. Advised customer to remove infusion set and found that the infusion set cannula was bent. Customer declined troubleshooting on high blood glucose. The device was not returned.